Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area (mild to severe at times)') in a 26-year-old female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization in (B)(6) 2010, tonsillectomy, uterine dilation and curettage, ovarian cyst, cholecystectomy and premenstrual dysphoric disorder. Previously administered products included for an unreported indication: iron pills. Concurrent conditions included uterine cervical erosion, adenomyosis, pelvic congestion, uterovaginal prolapse, mood swings, bleed in luteal cyst, squamous cell metaplasia, uterine prolapse, premenstrual dysphoric disorder, itching, nausea, nabothian cyst, estrogen replacement therapy and automobile accident. Concomitant products included ibuprofen and phentermine hydrochloride (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 22 days after insertion of essure. On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, dyspareunia and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right essure was placed, leaving four trailing coil. The left was place was leaving for four to five trailing coils. Discrepancy noted in essure confirmation test - (she did not undergo essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded/total ateral occlusion/fallopian tubes were closed. Lot number 20227507. Expiration date(s): 2011-2012. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received: event was added- lower back pain. Event outcome was added- pelvic pain, dysmenorrhea cramping, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was resolved. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area (mild to severe at times)') in a 26-year-old female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization in (B)(6) 2010, tonsillectomy, uterine dilation and curettage, ovarian cyst, cholecystectomy and premenstrual dysphoric disorder. Previously administered products included for an unreported indication: iron pills. Concurrent conditions included uterine cervical erosion, adenomyosis, pelvic congestion, uterovaginal prolapse, mood swings, bleed in luteal cyst, squamous cell metaplasia, uterine prolapse, premenstrual dysphoric disorder, itching, nausea, nabothian cyst and estrogen replacement therapy. Concomitant products included ibuprofen and phentermine hydrochloride (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 22 days after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right essure was placed, leaving four trailing coil. The left was place was leaving for four to five trailing coils. Discrepancy noted in essure confirmation test - (she did not undergo essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 20227507. Expiration date(s): 2011-2012. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area (mild to severe at times)') in a 26-year-old female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization in (B)(6) 2010, tonsillectomy, uterine dilation and curettage, ovarian cyst, cholecystectomy and premenstrual dysphoric disorder. Previously administered products included for an unreported indication: iron pills. Concurrent conditions included uterine cervical erosion, adenomyosis, pelvic congestion, uterovaginal prolapse, mood swings, bleed in luteal cyst, squamous cell metaplasia, uterine prolapse, premenstrual dysphoric disorder, itching, nausea, nabothian cyst, estrogen replacement therapy and automobile accident. Concomitant products included ibuprofen and phentermine hydrochloride (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 22 days after insertion of essure. On an unknown date, the patient experienced back pain ("low back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the anxiety, depression, dyspareunia and back pain outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right essure was placed, leaving four trailing coil. The left was place was leaving for four to five trailing coils. Discrepancy noted in essure confirmation test - (she did not undergo essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded/total ateral occlusion/fallopian tubes were closed. Lot number 20227507. Expiration date(s): 2011-2012. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events bladder problem, urinary problem, bladder infection ,uti, vaginal infection, vaginal discharge were added. Event outcome of pain, bleeding, bladder/urinary problem were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area (mild to severe at times)') in a (B)(6)-year-old female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization in (B)(6) 2010, tonsillectomy, uterine dilation and curettage, ovarian cyst, cholecystectomy and premenstrual dysphoric disorder. Previously administered products included for an unreported indication: iron pills. Concurrent conditions included uterine cervical erosion, adenomyosis, pelvic congestion, uterovaginal prolapse, mood swings, bleed in luteal cyst, squamous cell metaplasia, uterine prolapse, dysphoria, itching, nausea, nabothian cyst and estrogen replacement therapy. Concomitant products included ibuprofen and phentermine hydrochloride (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 22 days after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right essure was placed, leaving four trailing coil. The left was place was leaving for four to five trailing coils. Discrepancy noted in essure confirmation test - (she did not undergo essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number 20227507. Expiration date(s): 2011-2012. Concerning injuries reported in this case the following one was described in patient medical records: dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- case become incident. New event physical pain/pain pelvic area, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Patient information date of birth, height and race were added. Product information indication, lot number and date of essure removal were added. New reporters and consumer address were added. Medical history and concomitant medication (ibuprofen and adipex [phentermine hydrochloride]) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.